Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an open incision at the battery site. No infection was detected at the site. As a result, the system was explanted and replaced on (B)(6) 2020.